Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pre-operation interrogation. It was discovered that there was noise on the right ventricular lead. The device was reprogrammed to address the noise. The patient was asymptomatic and in stable condition.